Manufacturer narrative:
The device was received for evaluation. During functional testing, an improper shutdown did not occur. The event history log (ehl) review was performed and revealed multiple events of "improper shutdown!". An "improper shutdown!" Message indicates that all power was lost from the pump however the log cannot be used to determine if the power was manually disconnected or the shutdown without user input. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition 'improper shutdown' was not verified. Troubleshooting the device revealed no hardware/software abnormalities that would induce the reported allegation. No correction is required. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump had an improper shutdown during therapy at the cardiac department. There was no report of patient injury or medical intervention associated with this event. No additional information is available.